Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. An overdischarge was alleged. The patient could not communicate with either the patient programmer, recharger, or physician programmer and they could not feel stimulation which began about four weeks ago. The last successful recharge was 3-4 weeks ago. The patient stated that since (B)(6) 2016 their therapy has been turning off by itself and they would have to turn it back on. The stimulation was in their left leg and lower back, but now they are in pain because they do not have stimulation. Since (B)(6) 2016 even though they felt the stimulation they were not getting as much pain relief and they experienced a pinching sensation in their left buttock. The patient tried to recharge 3 days ago and it did not work. They would follow up with a healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.